Event description:
It was reported that a spectrum pump had "air bubbles in tube alarming". It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluation the device. The device was found out of specification in relation to the reported symptom which was not reproduced. Review of the history log found air in line alarms confirming the reported symptom. The confirm symptom was found to be caused by low upstream sensor values due to a failed upstream sensor. The failed upstream sensor was replaced.